Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and prime alarm during prime test due to faulty force sensor resistor. The insulin pump passed the displacement and operating currents tests. We were unable to perform the self-test, unexpected restart error test, occlusion and no delivery tests due to motor error alarm. The motor passed motor test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 236 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.